Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, mother reported insulin leaked from one infusion set immediately after it was inserted using the insertion device. Nothing unexpected occurred during preparation, and there were no concerns with the insertion of the headset. Patient noticed the insulin leak when he smelled insulin and the infusion set adhesive was wet. Patient did not notice if the infusion cannula was bent or crimped when it was removed. The alleged infusion set was discarded and was not requested for evaluation, and patient was sent sample infusion sets. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.